Event description:
The patient arrived at the hospital after receiving multiple shocks. According to the physician, there were 35 inappropriate 42j shocks due to noise on the lead and a right ventricular pacing threshold increase from 0.5v to 2.5v. A re-intervention was performed to change the lead on (B)(6) 2017. The device will be returned.

Event description:
The patient arrived at the hospital after receiving multiple shocks. According to the physician, there were 35 inappropriate 42j shocks due to noise on the lead and a right ventricular pacing threshold increase from 0.5v to 2.5v. A re-intervention was performed to change the lead on (B)(6) 2017. The device will be returned.